Manufacturer narrative:
This device has been explanted and should be returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient was reimplanted on (B)(6) 2014.